Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, there was difficulty crossing the valve. It was noted that the patient had calcified access throughout the aorta. A shockwave was performed on the abdominal aorta with a 10 mm non-edwards shockwave balloon. The 14fr esheath+ was inserted into the patient without any issues. As the patient's mean gradient was 73 mmhg, a decision was made to pre-dilate with a 20 mm non-edwards balloon. The 23 mm commander delivery system and 23 mm sapien 3 ultra resilia valve were then inserted and was noted to be tracking well until attempting to cross the valve. Multiple maneuvers, including pulling back and adjusting flex, were attempted to cross the 23 mm sapien 3 ultra resilia valve into the native valve. The nosecone was noted to be across, and the amplatz super stiff wire was exchanged for a lunderquist wire. The patient's pressure was noted to be dropping from the nosecone occluding flow. The delivery system was retracted to allow the patient's pressure to recover, but there was not much change in the patient's pressure. Another lunderquist wire was placed through the pigtail to improve pushability, but it was not successful. Eventually, the native valve was crossed using another wire into the left ventricle (lv) which allowed the 23 mm sapien 3 ultra resilia valve to be pushed across. There was difficulty in repositioning the pigtail for reference and a wire was placed into the cusp to establish a landmark to deploy the 23 mm sapien 3 ultra resilia valve. The 23 mm sapien 3 ultra resilia valve was nearly fully inflated when the balloon ruptured. There was a longitudinal split noted in the balloon. The patient's pressure did not recover, and advanced cardiac life support (acls) was initiated. It was noted that upon initial deployment, the valve was still constrained and as a result, a 22 mm non-edwards balloon was used to post-dilate the valve to ensure it was fully expanded. While post-dilating the valve, acls continued. An echocardiogram was performed and showed no evidence of an effusion. Acls was performed for approximately 20 minutes before the decision was made to withdraw care. The patient passed away.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per review of the patient anatomy imagery, the native aortic valve was calcified and thickened. There was calcification in the landing zone (sinotubular junction (stj)/annulus). The patient also had a severe tortuous anatomy. Per review of the device imagery, the balloon burst near full inflation, likely due to contact with stj calcium. The valve was post-dilated to achieve full expansion. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. In this case, the difficulty crossing the native annulus, which resulted in hemodynamic instability and subsequent death was confirmed empirically based on imaging review. The available information suggests that patient factors (tortuosity, calcification, and leaflet thickening) likely contributed to the event as the patient had severely tortuous anatomy and a native aortic valve that was calcified and thickened. These patient factors may cause constrained sections of the anatomy that interfere with passage of the delivery system and create difficulty during crossing. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst was confirmed based on imaging review. The available information suggests that patient factors (calcification) likely contributed to the event as the patient anatomy imagery shows calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.